Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that approximately two months after the patient underwent an anterior cervical fusion, it was noticed that the wire on the device had broken. The implant is still in the patient. The patient is not experiencing symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.